Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the high brightness level of their visera elite xenon light source could not be set, and the other brightness modes were not good. The issue did not cause any delay, and the issue was found during the pre-use inspection of the device. The facility was able to complete the intended abdominal exploration procedure with another device. There were no reports of patient or user harm associated with this event.